Event description:
It was reported that during a device changeout, both the atrial and ventricular pacing leads demonstrated low impedance measurements and elevated thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.